Event description:
A pt underwent pta in right sfa by ipsilateral antegrade approach from right fa. The physician attempted to pass the severely calcified lesion with a wire guide, using the complaint cxi to support it. Although he had difficult time in advancing the cxi into the lesion, presumably due to the calcification, he managed to run through the lesion with it. However, when withdrawing of the cxi from the lesion, (while remaining the wire guide in the lesion was tried), very strong resistance was encountered. He succeeded in retrieving cxi out of the body with great care and checked it, confirming severe damages on it. Thus, confirmatory angiography was conducted to check whether any segment of the damaged cxi remained in the lesion or not. Fortunately no residue was there. Considering the terrible condition of the lesion, which was very hard to run through and even had made cxi damaged like this, pta was canceled because he thought the stent would not deploy fully in such a condition. The lesion is planned to be treated surgically. On (B)(4) 2014 new info. Although the cxi was separated in some points, it could be retrieved without remaining any segment in the body. As cxi was still over the wire guide, the separated part of it could be got out of the body simultaneously with the wire guide without using any additional devices like snare. Pt did not recover. (Clarification received on (B)(4) 2014: that sentence means that "the condition of the pt did not change" as pta was canceled).

Manufacturer narrative:
(B)(4). Investigation eval. One catheter was returned for investigation. A visual examination of the catheter noted the catheter had numerous kinks and the catheter material was missing through the entirety of the device. A functional test, review of complaint history, review of quality control, review of specifications and a visual inspection was performed during the investigation. Per specification, quality control personnel confirm the catheter has an open lumen and ensuring a smooth transition between the distal tip and wire guide. Personnel also verify the surface is free of damage, excess bumps, roughness or exposed wires. This product is shipped with instructions for use; which states under precautions: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction". The device encountered a lot of resistance due to tortuous anatomy causing the failure mode to occur. The root cause was determined to be procedure related; pt condition related to occurrence. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment used to assess the risk of this complaint, no further risk reduction is required.